Event description:
It was reported by the customer that the handpiece was leaking black fluid at the attachment point. The fluid was observed during the sterilization process. The customer reported the unit was not being used during a procedure, there was no pt involvement. There were no reports of any adverse pt event associated with this malfunction.

Manufacturer narrative:
The handpiece involved in the reported event was evaluated. During the eval, the technician was unable to duplicate the reported event of leaking fluid. During the eval, the technician noted several components were corroded which may have been due to lack of maintenance. The handpiece was repaired and returned to the customer.